Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left circumflex artery. The lesion was pre-dilatated with a 2.5x12mm unspecified balloon. The 3.5x48mm xience expedition stent was deployed at 10 atmospheres and post dilatated with a 3.5x12mm non-compliant balloon. After post dilatation, an edge dissection was noted at the distal edge of the stent. A 3.0x18mm xience sierra was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported patient effects of dissection is listed in the xience expedition 48 everolimus eluting coronary stent system instructions for use (IFU) as a potential adverse event that may be associated with the use of a stent in native coronary or peripheral arteries. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatments appear to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.